Event description:
User facility reported that product's inflation line leaked during use after 72 hours in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.